Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the lfreestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported erratic reading while using the adc meter. On (B)(6) 2021, the customer reported readings of 80 mg/dl, 180 mg/dl, 239 mg/dl, and 280mg/dl, taken within 10 minutes. As a result, the customer had a seizure and lost consciousness and the customer was taken to the hospital where an unspecified third-party medical treatment was rendered. The customer further reported being admitted to the hospital but she is not sure if it is because of the reported issue. No further information was provided as the customer was not feeling well. There was no report of death or permanent injury associated with this event.